Event description:
The customer reported that the therapist noticed that the field size did not match the plan, and that the clinac did not give any interlocks. The therapist reported that the patient could have been treated, had the therapist not paid attention. The 4dtc field size values were not matching the plan, but the clinac screen only had key interlock remaining. A varian field service representative (fse) remained on site to monitor but could not reproduce the issue. The customer site stated that it is very intermittent. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.